Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed a bend in the distal part of the lead. Bending the distal part requires the presence of mechanical stress. Mechanical stress during surgery should be taken into consideration. During the analysis coagulated blood was identified in the lumen of the lead causing the inability to advance the stylet properly. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. The cuttings of the insulation occurred most likely during the explantation procedure. In summary, a bend in the lead's distal part was noted, affecting the performance of the active fixation mechanism. There was no sign of a material or manufacturing problem.

Event description:
The pace/sense rv lead became dislodged and the physician decided to program the device to maximum outputs on the rv lead until the lead was revised. This depleted most of the ICD battery, so the physician chose to replace the device while replacing the pace/sense rv lead. The device and the pace/sense rv lead were explanted on (B)(6) 2013. It was discovered that the patient was occluded, so the physician referred the patient to have the other leads explanted on (B)(6) 2013 and a new system implanted on the right side on (B)(6) 2013. Should additional information become available, this file will be updated.